Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00122 on may 5, 2020 and MDR 1219913-2020-00122 supplemental report 1 on june 12, 2020. Additional information from 07/03/2020: siemens retrieved additional/recent siemens remote services (srs) patient data from (B)(6) 2019 to (B)(6) 2020 and summarized and concluded that atellica im toxoplasma igg (toxo g) lot 258 continues to recover/perform similarly with other lots. Additional information from 07/07/2020: customer reports that since aim toxo g lot 258 has been in use, the total number tested by month is 400 (with 40 reactive results) and there was no other false positive result reported. Customer performed interference testing with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) on 2 patient samples to aid in the investigation. Patient 1 : initial result: 26.3 ui/ml / lot 258. Toxo g nabt : 8,5 ui/ml / lot 260. Toxo g hbt : 14.4 ui/ml / lot 260. Patient 2 : initial result and lot information is unknown. Toxo g hbt : 62.9 ui/ml / lot 260. Toxo g nabt : 29.2 ui/ml / lot 260. Further identification of patient 1 and patient 2 was not provided. Additional information from 07/22/2020: siemens used information provided by the customer for aim toxo g lot 258 to calculate the number of negative results as 360 (400 total - 40 positive = 360). Therefore, the initial calculated specificity is 360/362 = 0.994 x 100 = 99.4%. Based on assay instructions for use, the expected initial relative specificity is 98.6%. Siemens continues to investigate.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00122 on may 5, 2020. Additional information from 05/26/2020: siemens confirmed the patient is female. Section a3 in this report has been updated to indicate female. Additional information from 05/29/2020: the sample tested is serum; no medications provided. Additional information from 05/29/2020: siemens is providing hbt and nabt tubes to the customer to test the discordant patient sample for further investigation. Correction 1: on 5/26/2020 it was confirmed that the initial date that siemens was notified of this event was may 7, 2020 and not may 5, 2020 which was listed in section g4 of the initial MDR 1219913-2020-00122. Correction 2: section b5 and b6 in the initial MDR 1219913-2020-00122 indicated that the patient sample was retested. Based on a review of the complaint information on (B)(6) 2020, it was found that the patient sample was not retested. Correction 3: based on a review of the complaint information on (B)(6) 2020, it was found that section h10 in the initial MDR 1219913-2020-001212 contains a typographical error. Lot 258 was referenced twice instead of listing lot 258 and 252 in the statement regarding a review of 13 months of patient data. The correct statement should read "siemens retrieved 13 months of patient data. The data included 338,073 results from 07 mar. 2019 to 23 apr. 2020 and txog lots 235, 239, 243, 245, 247, 249, 251, 252 and 258." Siemens continues to investigate this event.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00122 on may 5, 2020, MDR 1219913-2020-00122 supplemental report 1 on june 12, 2020 and MDR 1219913-2020-00122 supplemental report 2 on july 31, 2020. Additional information 09/26/2020: siemens completed an internal study on atellica im system for toxoplasma igg (toxo g) assay. During the study toxo g reagent lots 258, 260 and 262 were used. Toxo g reagent lot 252 expired on august 9th, 2020 and was relabeled to reagent lot 997. Results generated with lot 997 were solely for informational purposes. Fifty (50) normal patient samples from siemens and fifty (50) patient samples from france were tested in replicates of 3 (n=3). The final interpretation was the same for all 50 samples from france and for 49/50 patient samples from siemens. The one siemens normal patient sample was reactive with reagent lots 997, 258 and 260 and equivocal with reagent lot 262. This is a cut off sample (10.0 iu/ml) and recovery was within acceptable precision at that level. Siemens continues to investigate.

Manufacturer narrative:
Siemens healthcare diagnostics filed initial MDR on may 22, 2020 and MDR supplemental 1 report on june 12, 2020 and MDR supplemental 2 report on july 31, 2020 and MDR supplemental 3 report on october 19, 2020. Correction: in section h10 of the previous MDR supplemental reports 1, 2 and 3, there was an error in the date in the statement "siemens healthcare diagnostics filed initial MDR on may 05, 2020". The actual date that siemens healthcare diagnostics filed initial MDR was may 22, 2020, as corrected in the statement above. Investigation results from 10/26/2020: siemens has concluded the investigation for a false reactive result using atellica im toxoplasma igg (toxo g) lot 258 versus alternate test methods for a patient with historically non-reactive results. Siemens reviewed the customer's calibration data and it was comparable to lot release data. The customer is using siemens quality control which recovered within ranges and similarly with peer data, siemens analytics service (sas) and internal lot release data. The customer treated the samples with heterophilic blocking tube (hbt) and non-specific antibody blocking tubes (nabt) and tested 2 samples using atellica im toxo g lot 260. The first sample recovered equivocal when treated with nabt and reactive when treated with hbt. The second patient recovered reactive with nabt and the hbt testing was deemed invalid due to the low sample volume used for hbt testing. Atellica im toxoplasma igg (toxo g) siemens analytics service (sas) patient data from march 2019 to june 2020 and toxo g lot 260 recovered similarly for interpretation rates with the previous lots. Siemens reviewed internal data for mean control recovery comparing lots 252 to 258, and lots 258 to 260, which showed the same trend; lot 258 was elevated compared to lots 252 and 260. Further analysis of the sas data for mean patient recovery across several reagent lots verified that lot 258 was elevated compared to lots 252 and 260 globally and in france. The atellica im toxoplasma igg (toxo g) instructions for use (IFU) 10995430_en rev. 02, 2019-08 interpretation of results section states, "the magnitude of the measured result above the cut-off value is not indicative of the total amount of antibody present in the sample." Siemens initiated an internal study that included toxo g lots 258, 260 and 262, fifty (50) normal patient samples from siemens and fifty (50) patient samples from france. The patient samples from france for the internal study were purchased by siemens from an approved supplier and french acquisition company (inospecimens niobank). All samples were tested in replicates of 3 (n=3). The final interpretation was the same for all patient samples across all reagent lots, with the exception of 1 sample from siemens. That sample was near the cutoff of 10 iu/ml and recovery was within acceptable precision at that level. Siemens was not able to calculate relative specificity as the customer was unable to clearly provide the total number of negative samples the customer has tested with atellica im toxo g lot 258. Based on the available information and a product performance issue has not been identified. The customer is operational. No further evaluation of the device is required. The investigation findings and conclusion codes have been updated to reflect the investigation results. Reference section h6 of this report for the final codes for this event.

Manufacturer narrative:
The cause of the discordant positive results is unknown. Siemens is investigating. Siemens retrieved 13 months of patient data. The data included 338,073 results from (B)(6) 2019 to (B)(6) 2020 and txog lots 235, 239, 243, 245, 247, 249, 251, 258 and 258. The rate of result interpretations for reagent lot 258 recover similar and comparable with the other reagent lots reviewed. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) states in the limitations section: "specimens collected in the early stages of infection may have igg levels that are classified as negative. In geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
False positive patient result was obtained with atellica im toxoplasma igg (toxo g) compared to historical negative results from the patient. The discordant atellica im toxo g result was not reported to the physician. Quality control was within range. The sample was repeated, and the customer indicated that the repeat result was lower than the initial discordant result (repeat result not provided). The repeat result was not reported to the physician. The sample was sent out for alternate method testing and results were negative. It is unknown if these results were reported to the physician. There is no indication that treatment was altered or prescribed or adverse health consequences due to the discordant toxo g result.